Manufacturer narrative:
(B)(4). The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The subject device was implanted on (B)(6) 2016. Reportedly, during (B)(6) 2016 follow-up, an episode with pacing failure was observed (recorded on (B)(6) 2016 at 9:07). Preliminary analysis showed that the reported behavior is most likely due to a lead or lead/ICD connection issue.

Manufacturer narrative:
(B)(4).

Event description:
The subject device was implanted on (B)(6) 2016. Reportedly, during (B)(6) 2016 follow-up, an episode with pacing failure was observed (recorded on (B)(6) 2016 at 9:07). Preliminary analysis showed that the reported behavior is most likely due to a lead or lead/pacemaker connection issue.

Manufacturer narrative:
It was reported that the subject device was explanted on (B)(6) 2016. It was returned for analysis.

Event description:
The subject device was implanted on (B)(6) 2016. Reportedly, during (B)(6) 2016 follow-up, an episode with pacing failure was observed (recorded on (B)(6) 2016 at 9:07). Preliminary analysis showed that the reported behavior is most likely due to a lead or lead/pacemaker connection issue.

Event description:
The subject device was implanted on (B)(6) 2016. Reportedly, during (B)(6) 2016 follow-up, an episode with pacing failure was observed (recorded on (B)(6) 2016 at 9:07). Preliminary analysis showed that the reported behavior is most likely due to a lead or lead/pacemaker connection issue.